Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 458mg/dl with trace ketones, and vomiting. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Treatment was administered via intravenous insulin, saline, and magnesium. Reportedly, the customer was released on 5/2/2021 with the issue resolved and no permanent damage. Tandem technical support made multiple follow up attempts for customer to upload pump data for review; however no response was received from the customer.